Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd micro-fine¿+ pen needles' inner shields could not be removed during use. The following information was provided by the initial reporter, translated from (B)(6): "the protective cap of the insulin needles purchased in hospital could not be removed during use, and 6 of the 14 needles were found to be in such a situation".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. For 7pcs of retention samples cover pull force test was performed, all samples meet the product specification.

Event description:
It was reported that 6 bd micro-fine¿+ pen needles' inner shields could not be removed during use. The following information was provided by the initial reporter, translated from chinese: "the protective cap of the insulin needles purchased in hospital could not be removed during use, and 6 of the 14 needles were found to be in such a situation."